Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual and tactile examination identified hypotube kinks at 30.7 cm distal to the distal end of the strain relief. No issues were identified with the outer/mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed that there were no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no signs of movement nd the stent was set between the proximal and distal marker bands. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0.0420 inches which is within acceptable max crimped stent profile measurement range. The reported complaint was not confirmed.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was stable post-procedure.